Manufacturer narrative:
Concomitant medical products: as gore was unable to determine which device was involved in the event if any; additional device(s) implanted include an additional tgu454520 (lot # unknown). The information described in this report was collected by (B)(6) patient safety organization for the (B)(6). (B)(6) data is double blinded, and is not managed, maintained or supervised by gore or any representative of gore. No additional information related to this event will be made available to gore by (B)(6). Therefore, further investigation is not possible. (B)(4). The date of implant and events are estimated as actual dates were not provided. It is not known if these event(s) have been previously reported.

Event description:
The patient referenced in this event file is enrolled in a collaborative (B)(6) dissection project. The purpose of this post-approval surveillance, using the (B)(6) registry, is to obtain data that can be used to refine the selection of, and treatment strategy for patients with type b aortic dissections managed through endovascular graft repair. Specifically, this surveillance project evaluates the short- and long-term clinical performance of endovascular grafts for the treatment of type b thoracic aortic dissection, following premarket approval. Multiple manufacturers are participating in the (B)(6) dissection project and the below information involves a patient treated with an endovascular gore® device. It was reported to gore via the (B)(6) that on an unknown date in 2016, a patient underwent elective endovascular treatment of a asymptomatic chronic dissection extending from zones 2 to 14, maximum aortic diameter is 64mm. A conformable gore® tag® thoracic endoprosthesis (tgu454520 and tgu454520) was implanted within zone 3 and extended distally to zone 5. The primary entry tear was located in zone 3 and was covered. Post treatment of the branch vessels reported all were patent. The patient was transferred to the intensive care unit. Further investigation was not possible as this is a double blind study and identifiable data as to site(s), physician(s), patient(s), device(s) and/or specific date(s) are not being provided on an unknown date, approximately pod 2, the patient was treated for intestinal ischemia reported to be related to the dissection or treatment and required surgical treatment. Additionally, malperfusion of the sma was reported and surgical bypass of the left carotid to lsa was performed. Patency of the lsa was reported post treatment. The patient tolerated the procedure. The patient was discharged home after 9 days after the procedure. The patient underwent follow up visits on unknown post-operative day (pod) 331, the maximum aortic diameter is 60mm. An indeterminate endoleak was identified, no additional treatment is planned.